Event description:
Per clinical review: on 27apr2023, the team experienced a problem just after initiation of cardiopulmonary bypass (cpb), described as a possible high pressure excursion event and possible centrifugal pump failure. The manufacturer's clinical specialist spoke to the perfusionist involved with this case and he described the situation that as he was initiating bypass, he was unable to flow higher than two liters per minute (l/min), and he immediately asked the surgical team to check for any kinks in the arterial line, cannula placement, etc. And the arterial line integrity was found to be normal. He stated that the line pressure after the oxygenator was not high, but he was unable to achieve adequate forward flow. He was questioning the function of the centrifugal drive unit as well as the disposable icp centrifugal pump. The team came back off bypass, after which the recirculation line ran fine, and then the artieral line was tested and seemed to transfuse forward as normal. Suspecting a possible high pressure excursion, but also concerned about a possible problem with the centrifugal pump, they decided to change out the icp centrifugal pump. The pump change out caused a delay of approximately 20 minutes, with no blood loss, and the procedure was then completed successfully. The perfusionist acknowledged that the original icp and drive unit appeared to function ok immediately after the suspect event, and that it was changed out prophylactically. After further discussion with colleagues, he felt more confident that the situation was caused by a high-pressure excursion event and was not the fault of the disposable.

Manufacturer narrative:
Corrected blocks: b1 and b2

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the user experienced a high pressure excursion event and requested the centrifugal motor be evaluated as a possible factor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr performed inspection and testing on the centrifugal system with no issues found. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed by information obtained by the manufacturer's clinical specialist. The event was determined to be due to a high pressure excursion event. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.